Event description:
It was reported that the insulin pump was notifying the customer to change the battery. The customer's blood glucose was unknown. The customer stated that she changed the battery, and the buttons did not seem to work afterwards. The customer stated that none of the buttons were responsive. The customer did not recall significant events leading to the keypad issues aside from wearing the insulin pump in the bra. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.